Event description:
On may 7 2010, the baxter field service technician advised that a colleague device, product code dnm8151, (B)(4) was serviced for a damaged phm (pump head module) keypad. The stop key was not functioning. The date of incident and the process step are unknown. Patient injury/medical intervention was not reported to have occurred. The baxter field service technician repaired the device on site. As such, the device will not be returned to canadian technical services.

Manufacturer narrative:
A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.the baxter field service technician repaired the device on site. As such, the device will not be returned to canadian technical services. Should additional information become available, a follow up MDR will be submitted. (B)(4).